Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient was hospitalized for peritonitis and fever. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available. This report is 3 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13g08011 and h13i26084 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).